Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 1. The cg indicated the leak came from her transfer set. The caregiver (cg) indicated the home patient (hp) touched the connection and realized she was not connected. The baxter technical service representative (tsr) assisted the cg to end therapy and remove the cassette. The tsr advised the cg to contact the peritoneal dialysis registered nurse (pdrn) as soon as possible. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she said she was able to resume therapy after starting over with new supplies. She contacted her nurse and was given an antibiotic for preventive measures. She was not sure how she had become disconnected, but said that it had nothing to do with the supplies being faulty. Since then she has been completing therapy successfully.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.